Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is also a healthcare professional, reported the day of injection in both sides of the nostrils with 2 syringes of juvéderm vollure¿ xc experienced "an occlusion" and reported that "it started with the left side first and the right side 2 days later." The patient self treated with hyaluronidase the day after injection and reported repeating the treatment ¿several times.¿ the symptoms resolved 5 weeks after the first hyaluronidase treatment.